Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no adverse event associated with this complaint. On (B)(6) 2013, the reporter contacted animas alleging the pump's battery life did not meet the expectations of the user. It is unclear at this time if the pump was powering off or emitting alarms to replace the batteries. This complaint is being reported because the issue remained unresolved.